Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper chest, which is off-label usage of the device, on (B)(6) 2024. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. [Insert parkes error grid b5 vergiage here]. No injury or medical intervention was reported.